Event description:
It was reported that the IV tubing tip broke off in maxzero connector. The event occurred on unit 9t. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer's report that the IV tubing tip broke off in maxzero connector could not be determined. The reported suspect maxzero connector sample was received in a box along with other samples in which one of the samples was reported to be contaminated with hepatitis and c-diff. Due to the potential of the reported suspect set sample being cross contaminated, it was decided by san diego customer advocacy that the sample would not be investigated and was disposed of to eliminate the risk of exposure. The root cause of the customer's report could not be identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information provided.

Event description:
It was reported that the IV tubing tip broke off in maxzero connector. There was no report of patient harm. The event occurred on unit 9t.